Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous abscess drainage procedure using the navarre opti drain. Post procedure, the device allegedly had a sure lok thread digression. The procedure was completed using another device. There was no reported patient injury.

Event description:
The patient underwent a computed tomography guided abscess percutaneous drainage catheter placement procedure using navarre opti drain catheter. Post the procedure on (B)(6) 2026, the device allegedly had a sure-lok tm thread digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the product label in which product details was mentioned and verified with tw details in the background navarre stylet and drainage catheter is visible. Therefore, the investigation is conclusive for the reported thread break and material separation issues as the provided evidence was not sufficient to confirm the issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.